Manufacturer narrative:
D6b- date of explant should be (B)(6) 2024.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate shocks due to right ventricular (rv) lead dislodgement. The lead was first reprogrammed off. It was then explanted and replaced on (B)(6) 2024. There were no patient consequences.

Event description:
New information received indicates that the right ventricular (rv) lead exhibited episodes of over-sensed noise and that x-ray imaging was performed and confirmed the dislodgement of the rv lead.